Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high capture thresholds. The right ventricular lead was not used and the patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of unacceptable capture was not confirmed. As received, a complete lead was returned in one piece. Visual, x-ray and electrical examination did not find any anomalies.